Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced return of symptoms and when the patient would check the settings, they discovered that the stimulation had turned off by itself. The patient said that they presumed that the ins battery was getting low due to age of implant; however, when they had the battery status checked by the healthcare professional (hcp) staff they were told that the system was showing 7 years left. The patient said had a revision replacement on (B)(6) 2021. The patient said noticed change in symptom control 6 months before the replacement. [See (B)(4) for lead break during replacement.]